Event description:
Facility reported: "surgeon was doing a laparoscopic nissen on pt. Crna was placing nasogastric tube and esophageal stethoscope broke (blue wire) and went down pt's esophagus. An esophagoscopy was done to retrieve the end of the stethoscope. Two days later, the pt was returned to surgery due to ruptured esophagus."